Event description:
Technician alleged that the nurse call is not working. No pt impact.

Manufacturer narrative:
The technician found the pin connection was missing a metal ground ring on the communication cable. The technician replaced the communication cable to resolve the issue.